Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system allow blood went back.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system allow blood went back.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8107035. Our records show that this is the only instance of a loosened pinch clamp occurring in this batch intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The affected sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.